Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by the failure analysis team. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Also, performed energy delivery with no issue. Additionally, the instrument was retested and passed engagement, recognition and intuitive motion test on multiple attempts. The instrument was fully functional and visual inspection found no loose wire. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The conductor wire's insulation was nicked open with exposed internal wires at bipolar yaw pulley. There was no missing piece of insulation, the insulation was lifted-off and still attached. No sign of thermal damage was observed. The instrument passed electrical continuity test.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wire of the maryland bipolar forceps was loose. The procedure was completed with no reported injury.